Manufacturer narrative:
Reported complaint was verified. However, the lifeband was not at fault. Reported failure occurred due to the platform's drive-shaft not being at the home position. Drive-shaft was rotated to home position, this remedied the problem. Autopulse platform s/n (B)(4), MFR report #3003793491-2013-00421.

Event description:
It was reported that during a product demonstration, the platform did not recognize the lifeband and prompted the user to pull up the band.